Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, lot#: va0kycl, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that her leads are broken and the doctor was aware of it but she is hoping to wait on replacement until a rechargeable interstim is available. It was reviewed no info is available on potential FDA approval date of rechargeable interstim device patient stated that they don't know what caused the lead damage but it may have been her fall. Patient also reported that she was having to self -cath. No further complications were reported or anticipated.